Event description:
It was reported that a patient with a cardiac resynchronization therapy defibrillator (crt-d) had a stored pacemaker-mediated tachycardia (pmt) episode, during which noise was observed. Technical services (ts) was consulted and reviewed the available device data. The review confirmed the presence of myopotential noise on the right ventricular (rv) electrogram (egm) with one oversensed signal. Review of approximately one year of lead trend data demonstrated stable pacing and shock impedance measurements. Ts recommended evaluation of lead integrity and provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.